Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was found to be leaking during the operation. The valve was replaced to complete the procedure. This resulted in a procedure delay of 1 hour.